Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been implanted in (B)(6) 2017. Post-operative findings showed lack of hearing. The patient has been re-implanted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the explantation report, there was otosclerosis present in the cochlea so that only a few electrodes were inside the cochlea. A revision surgery was planned, but during the operation the electrode was reportedly damaged and it was necessary to remove the device.

Event description:
The patient has been implanted in (B)(6)2017. Post-operative findings showed lack of hearing. The patient has been re-implanted.

Manufacturer narrative:
Correction. The recipient was explanted and implanted on the contralateral side.device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the explantation report, there was otosclerosis present in the cochlea so that only a few electrodes were inside the cochlea. A revision surgery was planned, but during the operation the electrode was reportedly damaged and it was necessary to remove the device.

Event description:
The patient has been implanted in (B)(6) 2017. Post-operative findings showed lack of hearing.